Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for the call was the patient reported that their recharger quit working and the issue began on monday. Patient stated that they went to use the device twice a week and the implant still had a 10% charge. Patient said that they got a different screen when they activated the recharge and the battery drained when they started a charge session. Patient mentioned that they had an appointment with their pain doctor on wednesday and the doctor told them to call patient services. Agent instructed patient to start a charge session; handset showed not found, patient repositioned the wireless recharger (wr) and the handset showed not found. Agent walked patient through resetting the wr, toggling airplane mode on/off. Patient then start a charge session and turned the wr on but got low and high with no numbers. Patient repositioned the wr then low and high were 0. Agent asked and patient confirmed they were using the belt. Agent instructed patient to start a charge session without the belt and implant was red charging at a good connection with a more stable connection. Patient then put the wr in the belt to charge the implant but the charge kept fluctuating from low 0 and high to good connection, patient repositioned the wr and implant was red charging at a good connection. Patient then mentioned they breathed and the connection was lost showing low and high and then patient got good connection. Patient confirmed the belt fits them and denied any recent falls/trauma. Agent reviewed with patient to work on repositioning the wr and charge the implant. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.